Manufacturer narrative:
(B)(4). Only event year known: 2021. Batch # unknown. Concomitant medical products: reload lot # u40t7m. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that when using the linear cutter 75 / tlc75 lot no. U40u4e several refills have been used. In one of them the staples did not close, so the anastomosis was not properly made. An extra piece of intestine (with the staples) had to be removed. No patient consequences